Event description:
It was reported to philips that the system's flexvision monitor kept turning off and on, which can impact imaging. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was aborted and completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and identified that the flexvision monitor repeatedly turning on and off. Upon troubleshooting actions, the fse identified that the rgb media wall caused the monitor to lose its picture. The fse replaced the rgb media wall in another case. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.